Event description:
It was reported that the 6800 system had a damaged footswitch and high voltage interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot-switch and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.